Event description:
It was reported that the right ventricular (rv) lead was oversensing and noise was detected on electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was capped and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, (B)(6) 2013; 638rl26 heart ring, (B)(6) 2013; 4968-35 lead, (B)(6) 2013. (B)(4).